Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a warning regarding the minute ventilation (mv) was noted thus a follow up of this cardiac resynchronization therapy pacemaker (crt-p) took place and noise was noted on the competitor right ventricular (rv) lead. After switching to unipolar sensing noise decreased but was still evident. The noise was not oversensed and provocation did not show anything abnormal. The patient was hospitalized as the physician believed possible oversensing might occur. It was noted that the physician wanted to connect the left ventricular (lv) lead to the rv port of the device and the rv lead to the lv port, but access via the vein was not possible thus no revision was done. No adverse patient effects were reported. Additional information noted that a revision took place and damage was seen on the competitor rv lead. A silicone hose was pasted on the lead and this restored sensing. The device was then reconnected and re- implanted. Maneuvers were attempted and no oversensing was produced. The system was reprogrammed to the initial settings and the patient was discharged. No additional adverse patient effects were reported.